Event description:
It was reported that the ventilator¿s expiratory channel pcb was defective. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Based on received information the device failed flow transducer test during pre-use check. This failure was received during pre-use check, which is performed after turning on the ventilator, always before connecting the ventilator to a patient. It is not considered to be safety related and reportable. The device was inspected, reported issue was confirmed. Issue investigated herein was related to the expiratory channel printed circuit board and was solved by replacing it. The device passed all performance tests and could be returned to clinical use. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the expiratory channel printed circuit board. Moreover, a correction of the field #e1 name and address, phone #: was required. Previous #e1 name and address, phone #: (B)(6), corrected #e1 name and address, phone #: (B)(6).